Event description:
This pt suffered a thrombosis of two stents that were placed in her right common carotid artery. This event was reported to be related to anticoagulation. The pt is a female was consented to the study in 2007. The index procedure was completed on the next day, and the pt was asymptomatic. Reference vessel diameter is unknown. Pre-dilatation was performed. There was no thrombus present at the target site. Two precise stents were implanted for treatment of target lesion. There was no malfunction of the stents. An angioguard distal protection device was used, which was deployed and retrieved successfully with no technical problems. Upon retrieval of the angioguard device, there was no debris found in the basket. The final target lesion percentage of stenosis was 0. Post-procedure medications were not documented. There was no neurological deficit to the pt when she left the angio suite. The pt was hemodynamically stable and was transferred to the pacu. She subsequently developed some hypotension and was transferred to the ccu for monitoring. Upon arrival to the ccu she developed a dense hemoplegia on the left side suggesting a problem with her carotid stents. This was immediately addressed, and the pt was given tpn in addition to a heparin drip. She was subsequently taken back to the operating room where the thrombosed right carotid stent was accessed through percutaneous mechanical thrombectomy of the right ica and angiojet was performed.

Manufacturer narrative:
The stent was subsequently opened using balloon angioplasty. The pt tolerated the procedure well. She was taken back to the ccu where she was noticed to have resolution of the hemoplegia and facial weakness. The pt was discharged in 2007, with plavix, vicodin and aspirin directed as well as her home medications. The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two stents that were used in the same procedure and is related to mfg# 9616099-2008-00087, 9616099-2008-00088.